Event description:
It was reported during implant procedure that the right ventricular lead exhibited a failure to advance the guidewire. The lead was successfully replaced. The patient was stable and asymptomatic.

Manufacturer narrative:
The reported event of stylet insertion failure was confirmed. As received, a complete lead without a stylet was returned in one piece with the helix found retracted and clogged with blood/tissue. A stylet could not be fully inserted inside the lead due to blood found clogged in the inner coil at the distal region of the lead. The cause of the reported event was isolated to the inner coil clogged with blood. Electrical testing did not find any indication of conductor fractures or internal shorts. Visual and x-ray inspections of the lead did not find any anomalies.